Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged when raising/lowering the bed, it will stop in about the same place every time and will not go into reverse trend as well.